Event description:
The customer reported that they experienced low blood glucose of 38 mg/dl. It was also reported that the insulin pump had a low suspend alarm and low predicted alarm. The customer went to the doctor and they adjusted her settings on the insulin pump. Advised to customer to call the helpline if there are any further issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).